Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not be deployed as the deploy button could not be pressed. The device was removed, and manual compression was applied for hemostasis. There was no reported patient injury. The exoseal vcd and vascular sheath introducer were retracted together until both pulsatile flow significantly slowed or stopped and the indicator window turned solid black. During retraction, the indicator window also displayed red. When attempting to press the button, it could not be depressed, and no excess force allowed it to be pressed. The device was used in an interventional or diagnostic procedure. There was no access vessel tortuosity. A retrograde approach was used during the procedure. The physician was certified to use the exoseal vcd, and angiography confirmed the femoral artery¿s suitability with an introducer insertion angle of 30¿45 degrees and vessel diameter =5 mm, with no evident calcium, plaque, stent, or significant stenosis at the puncture site. There were no signs of device or packaging damage before use, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted at the access site. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) could not be deployed as the deploy button could not be pressed. The device was removed, and manual compression was applied for hemostasis. There was no reported patient injury. The exoseal vcd and vascular sheath introducer were retracted together until both pulsatile flow significantly slowed or stopped and the indicator window turned solid black. During retraction, the indicator window also displayed red. When attempting to press the button, it could not be depressed, and no excess force allowed it to be pressed. The device was used in an interventional or diagnostic procedure. There was no access vessel tortuosity. A retrograde approach was used during the procedure. The physician was certified to use the exoseal vcd, and angiography confirmed the femoral artery¿s suitability with an introducer insertion angle of 30¿45 degrees and vessel diameter =5 mm, with no evident calcium, plaque, stent, or significant stenosis at the puncture site. There were no signs of device or packaging damage before use, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted at the access site. One non-sterile 5f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was found in the manufactured position, and the indicator wire was fully deployed, where no abnormal conditions were observed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was performed. The indicator wire was pulled to reach the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. The indicator window¿s black/white/red position was also obtained as expected. No anomalies were perceived during this test, confirming that the deployment lever operated smoothly and correctly. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis and successful plug deployment occurred. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.